Event description:
A lumbar laminectomy tray was opened in the or suite and it was noted the kerrison rongeur had tried bone in the tip of the instrument. This particular model does not come apart. The instrument had been cleaned prior to the procedure per the manufacturer's recommendations. There are no special cleaning tools that are provided with this device. This instrument did not reach the patient.